Event description:
During a ptca/stenting treatment proceudre, the maverick2 monorail balloon ruptured at 4 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a 95% stenotic lesion in the proximal left circumflex coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for placement of an express2 stent. The maverick2 monorail balloon was removed and replaced with another maverick2 monorail 20/2.75 mm balloon to successfully complete the procedure. No injuries or complications were reported. Pt status is reported as 'good'.